Event description:
It was reported that the cartridge was leaking from the cartridge tubing. The customer 's blood glucose (bg) level was 40 mg/dl. The customer required assistance from emergency services who administered sugar multiple times to address the bg level. A cartridge change was performed to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.